Manufacturer narrative:
Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was at setting 3. The valve was hydrated for about 48 hours. The valve was visually inspected: and confirms the tear in the silicone housing, as noted in the complaint description this has happened during manipulation of the valve. Review of the history device records confirmed the valve product code 82-8804, with lot ctjcjr, conformed to the specifications when released to stock in 31st july 2015. The root cause is due to manipulation of the valve. As noted in the IFU silicone has a low tear / cut resistance. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Per affiliate: "was there a delay in surgery greater than 30 minutes: -- there is no time delay during the surgery. The shunt was replaced immediately when the first shunt was broken. What actions were taken as a result of this incident: -- replace a new shunt were there any adverse consequences to the patient: no, patient is fine."

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The shunt was broken into two parts between the mechanism and siphongguard when surgeon was trying to adjust the position of shunt underneath scalp.

Manufacturer narrative:
Additional information from investigation results: per hhe, it has been concluded that silicone housing tears are not design related, in order for the housing tear to occur the user has to compromise the silicone through a nick or tear in order for the event to occur. Validation testing demonstrates a robust design. Testing has shown that if the silicone housing has been compromised, a housing tear is likely to occur.